Event description:
It was reported that (2) devices were used during a bowel resection. It was reported by the affiliate that the knives were obviously blocked on both instruments. A competitor's device was used to complete the case. There was no consequence to the pt.